Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's twiddler's syndrome had caused reason for lead revision. No patient symptoms were reported. The atrial lead was explanted and replaced. No additional information was available.